Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient continued using the same dexcom sensor that had been placed on the arm three days prior. The reporter stated that the dexcom receiver was providing inaccurate readings; however, no bgfs (blood glucose fingerstick) values or egv (estimated glucose value) comparisons were obtained or provided to clarify the nature or extent of the inaccuracy. According to the reporter, the patient recognized the readings were inaccurate based on symptoms that did not align with the egv trends. The patient was reportedly sent to the emergency room due to these symptoms, though the details surrounding how the decision was made or how the patient was transported were not discussed. At the time of the ER visit, the patient was experiencing symptoms described as feeling sick, tired, and sweaty. No bgfs values, egv data, glycemic state, or treatment provided in the emergency department were documented. During the follow-up call, the patient was at home, continued to feel unwell, and was not receiving any ongoing treatment. Multiple diligence attempts to follow up with the reporter for additional clinical details were documented but were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.